Event description:
Additional information received indicated that the device was replaced due to discomfort at the ipg site.

Manufacturer narrative:
A patient experiencing discomfort at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced. Further information is pending.